Manufacturer narrative:
Lead model 3889-28, lot # v174651, implanted: (B)(6) 2008, explanted: unk; programmer model 3037, serial # (B)(4); programmer model 3037, serial # (B)(4).

Event description:
It was reported that the patient stopped feeling stimulation sensation a couple months prior to (B)(6) 2012. There was no known accident or incident related to the event. The patient also had a lump toward the spine area which hurt and would swell to the "size of a baseball" then shrink. The issues with the lump began about one year ago. The patient saw his physician on (B)(6) 2012 and was informed the implantable neurostimulator (ins) had not moved and the lump could be due to scar tissue. The lump had gone down since the week prior. The area around the ins would also intermittently become hot. An MRI had been performed about a year ago, but the swelling at the pocket site was present prior to the MRI. The patient was also experiencing issues communicating with the ins despite having received a replacement patient programmer. Additional information received reported the ins "went dead" and the patient went in to have it replaced on (B)(6) 2012. A replacement ins was not implanted because the existing ins had "exploded" or "disintegrated" and "just broke apart" inside of the patient. Pus and blood were found in the pocket. A drain tube was placed in the pocket. The area was swollen to the "size of an apple." The patient was considering having the ins removed. Additional information has been requested but was not available as of the date of this report.